Event description:
Plaintiff alleges that her exposure to omnicide's ingredient glutaraldehyde, has caused her to have difficulty breathing and irritation that has subsequently, become permanent in nature. No lot number provided by the reporter. No customer contact allowed. Litigation pending.